Manufacturer narrative:
(B)(4). The lead has not been returned at this time. If it is returned, analysis will be performed and this report will be updated.

Event description:
It was reported that this right atrial (ra) lead exhibited pacing not delivered when required. The lead was subsequently explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead exhibited pacing not delivered when required. The lead was subsequently explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 is being used to capture the additional intervention performed. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Visual inspections of the lead body and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.